Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump display was blank after being exposed to moisture. Customer stated they were able to hear fluid when shaking the pump. Customer states they saw fluid under the screen. Customer stated there was a pump error but did not see a code. Customer stated there was water inside the battery compartment and screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.